Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to a change in amplitude. The issue was recreated while the pt was lying on the right side and turned towards the stomach. Because of this, it was believed that this was postural related. All three vectors tested with secondary being the most appropriate; therefore, the pt's programming was left in secondary vector. No adverse pt effects were reported.